Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier's (erkodent & airway management) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Erkodent review: lot# e2mm-11341 (erkodur) was manufactured from 10/28/2019 and was assigned with 3 years expiration. Lot# ep2mm-11336 (erkoloc-pro) was manufactured from 10/21/2019 and was assigned with 3 years expiration. Airway management review: part #: (B)(4). Kit #: (B)(4). Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator visually inspected the returned device. The returned parts included both upper and lower tray in a tap case. The results were summarized below: roughness - flange appeared smooth on both splints. Internal/external surface aspects of both arches appeared smooth. Crack - no major crack was found on either arch.. Delamination - layers were intact and did not separate. Discoloration - the device turned yellowish near the metal attachments and central incisors. General cleanliness - the returned device was not clean and debris can be observed. Case was returned in a good condition. The returned device was visually inspected and no defect and abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: airway management confirmed the tapiii has nickel content (3-5%) and is very possible to develop an allergic reaction in people with existing sensitivity. Per the reported information, the patient had a nickel allergy. Prtd17 rev. I (tap 3 patient instruction for use) contains the following statement in the warnings, contraindications and possible side effects section: "patients who are sensitive to nickel or self-curing acrylic may experience allergic reactions. Discontinue use if reaction occurs and consult prescriber." Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The sleep device materials (erkoloc-pro and erkodur) have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The device is manufactured by prescription. The device is not implantable.

Event description:
It was reported that the patient developed reaction to appliance. The reaction was noted as: "developed numbness and lips were feeling different." The patient has a nickel allergy.